Event description:
It is reported this event occurred in the micu. During insertion, the guide wire was fund to bend easily. As a result, the guide wire was removed and new kit was opened and used successfully. There was no reported delay in treatment. No reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).